Manufacturer narrative:
Patient information now provided.the system computer was replaced and returned to the manufacturer for testing. Results are as follows: computer behaved normally during initial testing and passed all subsequent testing with no problem found.a software investigation was conducted: software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. Memory corruption is a possible cause of the reported issue, but this cannot be confirmed with the information available.

Event description:
A medtronic representative reported that during a cranial procedure, the site's navigation system became unresponsive after moving a target/entry point while making a biopsy plan. A nurse stated the system became unresponsive, returned to the logo screen, then the user re-appeared at the select patient screen with no available patient information listed. In trouble-shooting, the nurse exited the software and returned to the launch screen to re-enter the application normally. The staff chose to use a different navigation system to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Plan made, target moved, entry point moved multiple times to simulate same actions done in the procedure that was reported. Navigus probe lined up to plan, trajectory locked. Needle introduced and tracked accurately. Reported issue could not be replicated. A medtronic representative performed a navigation system check-out, all areas passed. Reported issue was duplicated when in the navigate task. Return requested. Replacement computer shipped to site 11/17/2014. A medtronic representative performed a navigation system check-out, all areas passed. Computer replaced. System performed as intended. Computer has not been returned to manufacturer for analysis.